Event description:
It was reported that this inflatable penile prosthesis (ipp) reservoir herniated to the groin. A surgical procedure was performed during which the reservoir was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Model number/catalog number: 72404232-10. Serial number: n/a. Batch/lot number: 1100822268. Model/catalog description: cx preconnect ms 18cm ps 10cm tl iz. Unique identifier (UDI) #: (B)(4).